Event description:
The pt took an unknown insulin via humapen ergo teal/clear (lot number 40272), for treatment of an unspecified indication. No dosage information was provided. On an unknown date, an unknown time after first dose, the pt complained that after injecting the insulin the pen "goes to 3-4". The pt experienced elevated blood sugar levels. It was stated that this pen was changed in january and that when he dailled up six units only a few of the units were delivered. The outcome of the event was unknown. This humapen ergo complaint is associated with cid00309351. The device was returned to the company. The device is being returned to the manufacturer for additional evaluation. No further information was available. Refer to results/conclusions section. In 2005, a second complaint was received about a humapen ergo burgundy/clear pen body (lot 0403a01). The type of insulin used with this pen was not specified. It was unknown if the person operating the device was the pt or if the operator of the device was trained. The pt reported that the device did not deliver the right amount of insulin and the injection screw moved only intermittently. This humapen ergo complaint is associated with cid033311. This device was returned to the company. Initial analysis by the affiliate quality control department found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the manufacturer for additional evaluation. Refer to results/conclusions section.